Event description:
The "rapid gas loss" alarm sounded from the pump. The dr tried to remove the iab but had alot of difficulty. When the iab was removed, the tip of the iab was bent. As a result of the event, the pt artery got torn and the pt need surgery to have the artery repaired. Inspite of several calls to the facility, the iab was never returned to datascope for evaluation. Event complications: the pt artery got torn/required surgery - rpt'd 12/3/96. Pt current status: stable - rpt'd 12/3/96.

Manufacturer narrative:
Evaluation: the product was not returned to datascope for evaluation inspite of numerous attempts to contact the customer for the return of the product.